Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the clinic due to a yellow wrench alarm. Log file analysis indicated an internal fault alarm. The system controller was exchanged. There were no further patient consequences.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller internal fault alarm was confirmed via evaluation of the returned heartmate 3 system controller. The submitted and downloaded controller event log files captured a controller internal fault alarm due to a boost overvoltage fault on 11nov2025. The alarm was active until the driveline was disconnected and the controller was shutdown on 11nov2025. The pump operated as intended while the driveline was connected and there were no other notable events captured. The returned controller, serial number (B)(6) , was connected a power module and a controller internal fault alarm activated. The controller was connected to a mock circulatory loop and was able to support the pump despite the alarm. The controller was functionally tested and passed. The controller was opened and visually inspected at the component level to be physically unremarkable. The alarm was traced to the main printed circuit board (pcb). Circuit analysis of the main pcb further traced the issue to compromised capacitor in the boost overvoltage monitoring circuit. The capacitor was replaced, and the controller was reconnected to power and the alarm resolved. The controller underwent functional testing and did not pass the output voltage monitor/boost verification steps. The controller was reopened and the issue was traced to a compromised ic chip in the boost overvoltage circuit. The ic chip was replaced and the controller was functionally tested and passed when boosting voltages below 14v. The controller was connected to a mock circulatory loop for an extended period without any issues or atypical alarms. The root cause of the controller internal fault alarm was determined to be due to a compromised capacitor and ic chip on the main printed circuit board. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting, provides instruction on how to identify and resolve controller internal fault alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.